Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure. This complaint is being reported based on the event of asthma exacerbation requiring hospitalization. Reportedly, the patient had a history of asthma as a child that he later grew out of, however, in 2010, the patient started experiencing shortness of breath. The patient had a history of bronchitis, chronic obstructive pulmonary disease (copd), orthostatic tremors, and diabetes due to exposure to agent orange during the vietnam war. The patient was treated with large amounts of steroids for his asthma, before being recommended for the bronchial thermoplasty procedure. In (B)(6) 2015 the patient underwent the third bronchial thermoplasty procedure. Following the procedure the patient was sent home. After being home for 2 hours, the patient experienced exacerbated asthma. An ambulance was called and the patient was admitted to the hospital. Reportedly, the patient's airway was "closed up", therefore the patient could not be intubated. The patient was hospitalized for 2-3 weeks and was then sent to a rehabilitation facility. The reason for the rehabilitation was not reported. While in the rehabilitation facility, the patient fell out of bed and became injured. Due to the injuries from the fall, the patient was hospitalized for 2-3 weeks. The patient was then admitted to another rehabilitation facility. The patient remained in the rehabilitation facility for 6 weeks and then returned home on (B)(6) 2015. The patient was admitted in and out of the hospital several times until (B)(6) 2015. The reasons for the frequent hospitalizations were not reported. The patient was in the hospital on (B)(6) 2015 and passed away. The patient was on 10 liters of oxygen before passing away. No autopsy was performed. It was reported that the death certificate states the patient's cause of death was 'copd and agent orange'. Please see MFR report 3005099803-2016-01072 for the details regarding the patient's first bronchial thermoplasty procedure. Please see MFR report 3005099803-2016-01071 for the details regarding the patient's second bronchial thermoplasty procedure.